Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been receiving an inaccurate fill estimate. After reloading the cartridge, customer received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.